Event description:
Caller from inform system user facility reported patient blood glucose results of 320 mg/dl and 115 mg/dl within 10 minutes. The testing occurred at a heath fair. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.

Event description:
It was reported by service report that the right side rail has excessive movement and the left side rail is broken. No injury reported.